Manufacturer narrative:
One 4.5mm cannulated endoscopic drill was returned for evaluation. Visual assessment of the drill confirmed the reported breakage. The drill head and a portion of the shaft have brokenbetween the 15mm-20mm graduated lazer marks. The drill flutes are splayed open. The drills shaft is bent. The proximal end of shaft shows evidence of over-chucking as the shaft has been compressed. The break site is damaged in a manner that is consistent with contact with a bent guide wire. Attempting to drill over a bent guidewire would require the use of excessive force.

Manufacturer narrative:
Foreign zip code: (B)(6).

Event description:
It was reported that during acl procedure when was over drilling due to was hard to make a hole, the tip of drill broke. All pieces were removed. The patient under anesthesia once the failure was detected. The procedure was successfully completed with a backup device. No significant delay was reported in the case. Patient injury was not reported.